Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the root cause was a mismatch between the ssl certificate assigned in iis and the certificate values stored in the idm security token service configuration table, which caused the system to fail certificate validation. The issue was resolved by importing and assigning the correct certificate in the windows certificate store, updating the https binding in iis, replacing the signing cert and pii encryption cert values in sql with the new certificate thumbprint, performing an iis reset, and clearing user claims, after which the system functioned as intended. The system continued to function properly after the technical support specialist completed the troubleshooting and investigation.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, new user was unable to login. The customer stated that occurred issue affecting their workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, new user was unable to login. The customer stated that occurred issue affecting their workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.